Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-icds) system produced alerts that were requested for review. Technical services (ts) analyzed device episode data and found episodes that were inappropriate due to oversensing of the patient's p-wave and t-waves. During one episode, an inappropriate shock was delivered with a shock impedance of 116 ohms, which was high out of range. It was also observed that the r-wave amplitude had variations which could be attributed to posture or change in cardiac conduction. This caused the smart pass feature to become disabled. Ts suggested further testing in clinic. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.